Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to when the physician tried to place it, was exhibiting impedance issues and high pacing thresholds. The physician repositioned the lead three times, but the bad electrical readings continued. The physician suggested that the helix may contain myocardial fragments attached. It was confirmed that there were no such tissue fragments, and a high resistance value and a high threshold value has overlapped, so a replacement of the rv lead was performed. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to when the physician tried to place it, was exhibiting impedance issues and high pacing thresholds. The physician repositioned the lead three times, but the bad electrical readings continued. The physician suggested that the helix may contain myocardial fragments attached. It was confirmed that there were no such tissue fragments, and a high resistance value and a high threshold value has overlapped, so a replacement of the rv lead was performed. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.